Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the broken part of the instrument were the wires moving the jaws.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the prograsp forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ other urinary diversion procedure, the jaws of the prograps forceps instrument were broken. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay in the procedure of less than 15 minutes.